Manufacturer narrative:
Unopened lens with same lot returned and inspected. Actual lens (suspect) not returned. No defect found. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
Customer related that an eye infection occurred. Good faith effort was made to obtain medical information. Date of onset is unknown. No further information could be obtained to corroborate the alleged infection. The event is made reportable in an abundance of caution. The complaint is unconfirmed.